Event description:
In 12/4/89 rptr had another co's implants replaced with this co's polyurethane-covered implants due to severe hardening, discomfort and pain. Medical problem experienced: severe chronic fatigue, abscessed teeth (five in 31 months following surgery), sunken scarring and resultant deformity as well as hardening, swelling of finger joints (osteoarthritis), totally disabled per social security due to arthritis and back problems, sjogren's syndrome, neuropathy, chronic sinus infection-left and severe nasal congestion. (Also see 1004588).